Manufacturer narrative:
A software analysis was initiated to determine a probable cause of the anomaly. Analysis found that there was insufficient information to determine the probable cause of the anomaly as the non-medtronic instruments used constituted off label use by the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by manufacturer: system checkout was in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues verifying the third party instrument drivers with medtronic instrument trackers. The site was able to verify the drivers before the case but they were unable to verify the driver when they place a screw and when going into the software. It was also reported that the site could not get a passing distance to divot value, so they changed the driver to match the solera 5.5./6.0 driver. Navigation and imaging was aborted due to this issue. There was also a reported delay of less than an hour. There was no known impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that no parts of the system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.